Event description:
A tps handpiece cord was sent for evaluation due to overheating during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted on the analog ground pin. The device was destroyed; it is not repairable once it is disassembled.